Event description:
--

Manufacturer narrative:
An engineer further evaluated the device data and reported that this device had experienced 162 resets with the last one being a recent system reset. There was no memory corruption indicated and all battery status information had been cleared which indicated the device had not started taking battery measurements since the last reset. However, a device hardware malfunction was suspected (resets are likely occurring during the attempted impedance tests) and unless an external reason could be identified that could have caused the resets, the explant of the device should be considered. The representative reported that this patient may not be a candidate for a replacement due to their age and will discuss with the physician.

Manufacturer narrative:
The device remains in-service to date. Another memory download was expected. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device had since been explanted and replaced and will be returned for analysis.

Manufacturer narrative:
It was later reported that a memory of the device was to be downloaded. However, this device could not be interrogated despite exhaustive efforts of troubleshooting. Technical services discussed previous discussions involving this device and again recommended replacement.

Event description:
--

Event description:
Boston scientific received information that at the first check of this pacemaker, approximately four months after the implant, impedance values could not be obtained. In addition, telemetry was out of range even with switching programmers and wands. All other tests were run and were normal. However, the daily measurements showed no readings for the impedances and amplitudes. During the interrogation, r-waves measured 12-13 mv as this patient paced 95% of the time. Technical services discussed troubleshooting which the field representative performed and the impedance issues were still present. The device's memory was downloaded and sent for further engineer review. It was discovered that this device had experienced 162 resets with the last one being a system reset that occurred recently based on the daily measurement index. There was no memory corruption indicated and all battery status information had been cleared which indicated the device had not started taking battery measurements since the last reset. Another memory dump was suggested to be useful in determining if device was continuing to reset and/or if the device was performing battery tests appropriately. However, a device hardware malfunction was suspected and the explant of the device should be considered. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.